Event description:
The facility reports "breaking of the bag into the nitrogen vat: the bagt was not administered." The transplantation date was reported to have occurred in 2004; however, information regarding the availability of cells for engraphtment and the outcome has not been received. It was reported that the cells had been stored for 6 years via mechanical freezing and liquid nitrogen. The facility has not identified whether the cells were for autologous or allogenic transplant. No adverse events were reported related to the event.